Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('small fragment of 6 mm remains in the left uterine'), pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage (seriousness criterion medically significant), infection ("continuous infections every two weeks,"), alopecia ("hair loss"), abdominal distension ("abdominal distenction"), bloating ("bloating"), dysmenorrhoea ("dysmenorrhoea") and heavy menstrual bleeding ("hypermenorrhoea,/blood clots") and was found to have weight decreased ("sudden weight loss"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure devices on (B)(6) 2019 and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. The reporter considered abdominal distension, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, infection, pelvic pain, swelling, weight decreased and bloating to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('small fragment of 6 mm remains in the left uterine'), pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 18-jun-2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), infection ("continuous infections every two weeks,"), alopecia ("hair loss"), abdominal distension ("abdominal distenction"), bloating ("bloating"), dysmenorrhoea ("dysmenorrhoea") and heavy menstrual bleeding ("hypermenorrhoea,/blood clots") and was found to have weight decreased ("sudden weight loss"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure devices on 08-april-2019 and bilateral salpingectomy on 08-april-2019). Essure was removed on 8-apr-2019. The reporter considered abdominal distension, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, infection, pelvic pain, swelling, weight decreased and bloating to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.